Event description:
After a fall, the patient noticed a change in stimulation. The fall was a "few months ago". The patient did not feel any stimulation. Impedances were > 4000 ohms on all or some unipolar pairs. The patient was to have her device re-programmed. An x-ray was also recommended. Additional information has been requested.

Manufacturer narrative:
(B)(4).